Event description:
Boston scientific crm received information that during a recent interrogation of this device, it was noted that the elective replacement indicator was tripped. The last interrogation showed approximately 2 years remaining 6 months prior. No programming changes were made during the laps in time. A hex dump was performed and sent into boston scientific reliability assurance laboratory for evaluation. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this event will be updated.